Event description:
It was reported that the doctor implanted a long term catheter from right internal jugular in (B)(6) 2012. Successful hemodialysis 3 month. On (B)(6) 2012 the patient's catheter was out of the body 4 cm when he hemodialysis at hospital. The doctor found the cuff still in patient's body.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revf1240 showed no other similar product complaint(s) from this lot number.